Event description:
It was reported that the pump was alarming 46822, also alarming for check cassette, cassette is on the pump securely. Patient not affected no additional information available.

Event description:
It was reported that the pump was alarming 46822, also alarming for check cassette, cassette is on the pump securely. Patient not affected no additional information available.